Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure the right ventricular (rv) lead was providing appropriate measurements through the pacing system analyzer (psa). When connected to the device, with the setscrews tightened, the pacing stopped and impedance measurements greater than 2500 ohms were noted. The setscrews were loosened and pacing resumed. The device was programmed to unipolar configuration, and the device and lead operated appropriately. When programmed to bipolar configuration, the pacing stopped and high impedance measurements were noted. The physician elected to leave all products implanted and program the device to unipolar configuration. No adverse patient effects were noted.